Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer alleged that there was a failure to alarm for a vtach (ventricular tachycardia) alarm between 8pm-9pm on (B)(6) 2019 in reference to bed ¿9se33¿ in the unit ¿9se¿. The customer stated that the patient was having long runs of vfib/vtach but the nurses reported that there was no alarm provided by the central station piic ix. The device was in use monitoring multiple patients. No adverse event involving patient or user was reported.